Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the adhesive from the infusion sets were not sticking to her skin. The infusion sets were falling off from her body. The lot number of the infusion set was not provided. No adverse event was reported. The infusion set was requested to be returned for product evaluation.